Event description:
Same case as MDR ID#: 2134265-2012-00905. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture and a vessel perforation occurred. Vascular access was gained via the right femoral artery. The 95% stenosed, 10-12mm long eccentric target lesion was located in the heavily calcified and moderately tortuous proximal circumflex artery (cx). There was a 60 degree turn from the left main artery into the cx, and the lesion was "a jumble of rocks." Following a platforming of the system at a speed of 160,000 rpms, the 1.5mm rotalink rotablator burr was advanced on the floppy rotawire guide wire. Eleven ablation runs were performed at speeds between 147,000 to 155,000 rpms for a maximum of 20 seconds per run. The physician noted no significant change in speed and no binding, however the floppy rotawire guide wire fractured and the 1.5mm rotalink burr moved to the superior aspect and the cx was perforated. The proximal end of the floppy rotawire guide wire and 1.5mm rotalink burr were removed from the patient, with approximately 30cm of the guide wire remaining in the patient. The physician attempted to cross the perforation with a luge guide wire for treatment however the luge guide wire was not able to cross. As the vessel was closed off, the patient experienced pain. Following stabilization of the patient, the patient was taken to surgery where a coronary arterial bypass graft (CABG) was performed. The floppy rotawire guide wire fragment remains in the patient. No further patient complications were reported and following surgery patient status is reported as fine.

Manufacturer narrative:
Weight: "not obese". Device evaluation by MFR: the device has not been returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).